Manufacturer narrative:
The device was in use on a patient at the time of the event. No patient information obtained from the customer. If new information is received a follow up report will be sent.

Event description:
The customer reported that the o2 manifold is leaking when connected to wall o2. The customer reported there was no patient involvement.